Event description:
Additional information received reported that the leads were explanted and replaced on (B)(6) 2014. Device interrogation was completed and impedances were within normal limits.

Event description:
It was reported the patient had inadequate paresthesia coverage and impedances were out of range. Intervention involved reprogramming. It was noted initial programming after replacement was unable to achieve any stimulation in the left leg. The event was noted as ongoing and related to device or therapy and related to implant procedure.

Event description:
Additional information reported in july there were no impedances out of range and the patient¿s pain was well controlled by august. The event was considered resolved without sequelae.

Event description:
Additional information reported the device was activated (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that high impedances were measured.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6). Product type extension, product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), product type extension. Product ID 399930, lot# v004470, implanted: 2006-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informational was received. Patient stated that during their replacement on (B)(6) 2014, their health care professional could not get the power to go up because their leads had broken apart so they had to replaced the entire leads in order to install their ins. No further complications noted or anticipated.